Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dysphonia in (B)(6) 2018 and the end of 2020, whistling on inspiration, headaches, difficulty breathing, fatigue, sinusitis and pulmonary fibrosis. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.